Event description:
Implantable cardioverter defibrillator inserted in (B)(6) 2023. Starting around (B)(6) 2024. Started feeling quick sudden stabbing, pinch-like, pain directly below where the device is located. Rapid 3 to 5 left ventricle jolts. Maintain consciousness, alert and oriented. Dizziness, flushed, nauseated, weakness and general malaise felt. I immediately informed my cardiologists, who instructed me to contact the surgeon that installed. I contacted the surgeons office; they informed me that anything post surgery to refer to my primary cardiologist. Months later my cardiologists, stated that a medtronic personnel will be in office to check the ICD device. I once again, informed my doctor and medtronic tech person my symptoms, and what happens post event. The technician simply stated, that according to his monitor, the device has no events noted. That everything looked normal. Four months later I visited my cardiologist, and again informed her of my feelings that the device is dislodged, the leads, or the device has malfunctioned, and that something just "doesn't feel right". Then my fiancé noticed an article about ICD recalls. My devices personal identification number is one of the recalled devices. Since I have not been able to find out the best course of action. Please advice. Thank you.